Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During investigation, the unit was found to have a missing display segment. The device otherwise passed all functional testing. The unit was found to visually and audibly alarm during alarm conditions. An internal inspection found an open across led d4 segment b on led board. A service history record review revealed that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the rad-8 led display has a missing segment on the bottom-right 7-segment display. No consequences or impact to patient were reported.